Manufacturer narrative:
H11: after further review of this complaint. Vyaire medical found out that this complaint is only a duplicate of the original report received last 01-jul-2020. Therefore, this is deemed as a non quality complaint to vyaire medical. Please refer to the original medwatch report with reference number, (B)(4) vyaire reference number of the original complaint: (B)(4). Under medwatch manufacturer report number: 3004553423-2020-00618.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the interface of the bellavista 1000e ventilator froze, the access screen or powerdown is inaccessible. The issue occurred during patient-use and they have provided manual ventilation until transfer to a backup ventilator. The patients saturation was at 96%, stable heart rate and blood pressure readings. No other issues reported.